Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test otc performed on an unknown date. Confirmation testing was performed the same day at a healthcare provider's office which generated a positive results (CT values, sample type and platform not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.